Manufacturer narrative:
(B)(4).

Event description:
The representative reported the white dilator broke while in operation room during a stage 1 implant. The physician inserted the dilator, it went too hard, so the physician pulled back. The tip of the sheath on the dilator (with the radiopaque markers) got lodged into the foramen and snapped off. It was noted one-half is in the sacrum and the other half was inside the sacral space. The patient was thin and the foramen was very tight. It was indicated the physician and neuro-spine surgeon decided to leave the piece of dilator in the patient and close.